Manufacturer narrative:
The user experienced severe hypoglycemia while receiving automated insulin delivery with the ilet. This situation can result in prolonged hypoglycemia requiring third-party intervention and emergency medical services involvement and is consistent with the reported blood glucose level of 30 mg/dl and ems response without hospital transport. Review of the reported information indicates the user is new to the ilet system and reported receiving more insulin than expected while the system was adapting; however, no device malfunction was alleged, and the exact cause of the event remains unclear. A follow-up MDR will be submitted if additional information becomes available.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 30 mg/dl. A caregiver assisted with oral glucose treatment at home, and ems was called where the user was monitored but not transported to the hospital. No long-term health effects were reported.